Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose readings. The customer states the meter was reading 200mg/dl, but their blood glucose level was 35mg/dl. The customer states sometimes it is close but more than often it is 50 to 90 points off. The customer states they have received calibration error, but changed the sensor out. Troubleshoot was declined and the customer will monitor the sensor and call back if large differences continue. No further assistance provided at this time.